Event description:
The perforator failed to disengage on the third or fourth burr hole and nicked the dura. The surgeon tried to "pull back" but couldn't because the perfoirator was stuck in the burr hole. Then it fell apart.

Manufacturer narrative:
A review of the mfg lot records noted no discrepancies for this lot. The device was visually inspected. The inner and outer drill extensively damaged by pliers. The device was cleaned and rebuilt and functionally tested. The unit performed properly for ten test holes. The reported failure could not be repeated.